Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On february 10, 2020, it was reported that the blades may be bent. The equipment is cutting skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher by zimmer biomet (B)(4) on february 7, 2020 revealed that the calibration was within specifications and the device produced a passing sample mesh with no tearing or catching of the esmark. The 1.5:1 ratio cutter, serial number (B)(4), produced an incomplete mesh and was deemed non-repairable. Repair of the skin graft mesher included lubricating the handle and calibrating the device. It was inspected and tested. Based on the information provided, the root cause of the reported event was due to the use of a damaged cutter. The zimmer skin graft mesher instruction manual (06001810592, rev a) notes on page 1 that "a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher".

Event description:
It has been reported that during surgery the blades may be bent. The equipment is cutting skin. No adverse event was reported as a result of this malfunction.